Event description:
It was reported that the procedure was to treat an un-specified 90% stenosed lesion with heavy calcification. The 2.5 x 12 mm trek balloon catheter was removed from the packaging without issue and prepared per the instructions for use. The balloon catheter was advanced without issue, and inflated to 12 atmospheres (atm); however, the balloon would not deflate. Five negative deflations were made, and the balloon was partially deflated. The trek was removed with resistance noted. No additional device was needed, and the procedure was complete. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was not confirmed. The difficulty removing form the anatomy could not be tested as it was based on operational circumstances. Based on visual dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.